Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. The issue reportedly started to occur after the patient was taking a bath. The patient reportedly disconnected from the pump, reinserted the battery and the issue continued to occur. The patient stated that she was not able to confirm the information on the verify screen using the keypad buttons. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The up, down and ok buttons do not respond to presses. No damage found to the keypad which was removed for investigation; no damaged/misaligned contacts found, but contamination was found under all button contacts.